Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
A revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products - unknown acetabular cup, unknown malloy/head femoral stem. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-2016-05186-1 & 2017-01229).

Event description:
It was reported that patient underwent a left hip revision procedure due to chronic dislocation. During the procedure, the acetabular liner and femoral head were removed and replaced.